Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 4 tubes had gel air bubbles after collection resulting in poor barrier separation/gel smearing after processing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo shows evidence of gel air bubbles and poor barrier separation. A total of 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality were not under statistical control for the month of november 2025. Therefore, factors that may contribute to poor barrier separation, gel air bubble were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd has initiated root cause investigation through corrective and preventative action.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 4 tubes had gel air bubbles after collection resulting in poor barrier separation/gel smearing after processing. There was no health impact or consequences reported.